Manufacturer narrative:
Evaluation: the unit was received dirty and had some damage to the lower door. Unit was tested as received. The unit passed all accuracy tests, however failed continuity test (due to solution spill). The complaint could not be duplicated.

Event description:
The unit has overfilled 2 of 3 final containers, one 2.9% and one by 5.7%. Since the latter is outside of the performance specifications of the unit, it was swapped out. There were no alarms. No pt involvement. 8/25/96.